Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip flowered back during insertion was confirmed. The customer returned one arrow sheath/dilator assembly. The dilator was inserted through the sheath and protruding from the sheath tip. The sheath tip was observed to be damaged. Microscopic examination revealed that the sheath tip edge is jagged, flared and pushed back. No damage was observed on the dilator tip. The sheath measured 2.75" in length which meets specification per sheath graphic (2.75 +/- .125"). The tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator measured 3.8125" in length which meets specification per dilator graphic (length: 3.875 +/- .125"). The dilator tip was protruding .75 inches through the catheter which meets the .875 +/- .250" requirement of the sheath/dilator assembly drawing. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate if necessary. The customer reported that they double dilated without performing a skin nick (dilate over the wire and then put dilator back into the sheath and dilate again). A device other remarks: history record review was performed and did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the sheath flowered back at the tip. They double dilate without performing a skin nick (dilate over the wire and then put dilator back into the sheath and dilate again). There was no patient death or complications reported.